Manufacturer narrative:
Serial number not provided at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the piic "hung". Per communications with the fse, the waveforms were not continuously updating and the mouse/keyboard were not responding. No patient incident.